Event description:
The customer reported bleeding occurred although an end tone, indicating a completed seal cycle, was heard. The bleeding was described as "more than expected." No transfusion was necessary and the pt has been reported to be in good condition.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.